Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) was checked the subject device and found that the reported phenomenon was not duplicated. Also, it was found that the image of the subject device had noise due to the failure of the ccd unit, there was leakage on the video cable and the universal cord. Based upon the information provided by (B)(4), omsc surmised that the reported phenomenon was attributed to the ccd unit failure or the failure of the electrical circuit in the video connector due to the temporary electrical short caused by water ingress from the leakage of the video cable and/or the universal cord. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection before use at the user facility, it was found that the scope communication error b216 occurred on the subject device. There was no report of patient injury associated with this event.